Manufacturer narrative:
The field service representative (fsr) reviewed the module logs and determined the tubing, peristaltic head (rohs) (7-202464-01) the likely cause of the issue. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the alinity c system, and the tubing, peristaltic head (rohs) (7-202464-01) or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the tubing, peristaltic head (rohs) (7-202464-01 were identified.

Event description:
The customer observed imprecise magnesium and calcium results on the alinity c processing module, serial number (B)(6) for two patients. The patients were repeated with expected results. The following data was provided: sid(B)(6), initial magnesium result processed on (B)(6)2025 = 2.75 mmol/l repeat result processed on (B)(6) 2025 = 0.81 mmol/l. Sid (B)(6), initial calcium result processed on (B)(6) 2025 = 3.3 mg/dl repeated the same day = 10.1 mg/dl. Calcium reference range = 8.4 to 10.2 mg/dl. Magnesium reference range = 0.66 to 1.07 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6) and sid (B)(6).

Event description:
The customer observed imprecise magnesium and calcium results on the alinity c processing module, serial number (B)(6) for two patients. The patients were repeated with expected results. The following data was provided: sid (B)(6) initial magnesium result processed on (B)(6) 2025 = 2.75 mmol/l repeat result processed on (B)(6) 2025 = 0.81 mmol/l. Sid (B)(6) initial calcium result processed on (B)(6) 2025 = 3.3 mg/dl repeated the same day = 10.1 mg/dl. Calcium reference range = 8.4 to 10.2 mg/dl magnesium reference range = 0.66 to 1.07 mmol/l no impact to patient management was reported.